Manufacturer narrative:
Qn#(B)(4). The customer reported the catheter was unable to be inserted into the epidural needle. The customer returned one epidural catheter and lidstock. No epidural needle was returned. The returned catheter was visually examined with and without magnification. Visual examination of the returned catheter revealed the catheter appears used. Biological material can be seen between the inner coils. No other defects or anomalies were observed. A dimensional inspection was performed on the returned epidural catheter. The outer diameter of the returned catheter measured 1.05mm, which is within the specification of a maximum of 1.115mm per graphic. A functional test was performed by attempting to thread the returned catheter through a lab inventory epidural needle. The catheter was threaded at the distal end and would thread through the epidural needle with no resistance met. A drag test was performed using the returned catheter, a lab inventory needle, and a weight. The returned catheter could thread through the lab inventory needle with no resistance met. The returned catheter and lab inventory needle passed the drag test. A device history record review was performed on the epidural catheter and epidural needle with no relevant findings. The reported complaint of the catheter being unable to be inserted into the epidural needle could not be confirmed based on the sample received. The customer returned one epidural catheter. However, the epidural needle was not returned. The returned catheter could be threaded through a lab inventory needle with no resistance met. The returned catheter passed a functional drag test, and the returned catheter outer diameter was found to be within specification. A device history record review was performed on the epidural catheter and epidural needed with no relevant findings. However, this complaint investigation could not be determined based upon the information provided and the sample received. No further action is required at this time.

Event description:
Reported issue: the user was unable to insert the catheter into the epidural needle because of resistance during use. Therefore, another epidural needle from a new kit was used instead to complete the procedure. No harm to the patient occurred.

Manufacturer narrative:
(B)(4). The device investigation is pending; a follow-up report will be submitted when the investigation is completed.

Event description:
Reported issue: the user was unable to insert the catheter into the epidural needle because of resistance during use. Therefore, another epidural needle from a new kit was used instead to complete the procedure. No harm to the patient occurred.